Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the outer packaging says the suture cartridge is a 0-suture cartridge, but the cartridge housing says the product is a 2-0 suture cartridge. No patient involvement occurred.

Manufacturer narrative:
(B)(4). Batch # p93h2l. The analysis results found that three sw110 devices were returned inside its package unopened. Upon visual inspection, it was confirmed that the reload cover did not match with the product labeling. This condition is most likely related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.